Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corrosion on the keypad traces. No button error alarms were noted during the testing. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, broken battery tube threads, broken reservoir tube lip, scratches on the reservoir tube window, cracks on the reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.